Event description:
It was reported that the patient needed an "adjustment" because her father was ill and she "had to lift him" and when she "stood up" she had to "bend backward for the device to pulse." The patient mentioned she met with the manufacturer representatives "out and about" to get the device adjusted instead of going to the doctor's office. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).